Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged 30.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the clinical observations. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to loss of capture and low sensing approx. 17 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be update.